Event description:
It was reported that during a percutaneous coronary interventional procedure, a dissection occurred. The 10mm long, 95% stenosed de novo lesion was located in the very calcified (noted via angiography) and non-tortuous proximal to mid right coronary artery (rca) before the right marginal branch. The physician advanced a choice floppy j guide wire across the lesion relatively easily. The physician attempted to advance two balloons, a 2.5x12mm apex and a 1.5x12mm apex push, however neither device crossed the lesion. The second balloon catheter was left in position proximal to the lesion to exchange to a rotawire guide wire. During advancement the rotawire guide wire hung up in the lesion at which point a large dissection with a big stain of contrast was noted. The rotawire guide wire could not be advanced across the dissection. The patient experienced chest pain however was hemodynamically stable. The physician inserted an intra-aortic balloon pump and transferred the patient to surgery. Following surgery, patient status is stable and no further complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).